Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved and did not repeat as confirmed by the field service engineer (fse) over phone. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the surgeon encountered an issue where one of the universal surgical manipulators (usm) moved about an inch on its own. The surgeon was at the console but the reporter was not certain if the system was in following mode. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site only remembered from the situation was that the surgeon was operating (davinci being docked to patient/arms in patient) and noticed that arm 1 moved about 1 inch inside the patient's body on its own and then stopped. She made that comment at the end of the case. The site have never had/heard of that problem occurring before.